Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain. Angiography revealed a history of coronary heart disease and a taxus express2 paclitaxel-eluting coronary stent 3.50x16mm was implanted in the left anterior descending (lad) artery. The patient was instructed to take, and did take plavix for at least twelve months post-procedure. Approximately two years post-procedure, the patient suffered myocardial infarction which was reported to be due to in-stent thrombosis of the previously placed taxus stent in the lad. The event was treated with thrombectomy and further stenting was performed in the distal right coronary artery (rca). No further patient complications were reported.